Event description:
Complainant alleged that during pt(age and gender unknown) set up of the device, the clinicians found that the change button on the device's front panel intermittently did not function. There was no indication of any adverse effect on the pt.